Manufacturer narrative:
The microtip was evaluated by the manufacturer. The evaluator confirmed needle separation upon receipt of the handpiece. The nose cone was observed to be damaged during the visual examination of the device. The damage is indicative of contact with hard tissue. Disassembly inspection found that the needle broke off at the braze joint. The failure is attributed to mechanical stress due to improper technique and use on hard tissue. The tx system is to be used on soft tissue. The facility reported this event on (B)(4).

Event description:
Per the information provided, at 3:39 minutes of cutting time the needle separated from the microtip. There was no harm or injury to the patient caused by the failure.